Manufacturer narrative:
(B)(4). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the device cannula was blocked by a plug of cement, which prevented the monomer to flow inside the device cylinder. Investigation concluded that the reported event was likely due to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was been reported that a "monomer not entering" issue occurred during surgery. Neither of the monomers pouches emptied. No surgical delay an patient injury have been reported.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) (B)(6). This product is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned for investigation.

Event description:
It was reported that a "monomer not entering" issue occured during surgery. Neither of the monomers pouches emptied. No surgical delay and patient injury have been reported.